Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported blood glucose of 394 mg/dl after consuming a high-carbohydrate meal, while using a teflon infusion set and with no device alerts other than high glucose. Symptoms included elevated blood glucose without reported systemic symptoms. Outcomes included customer education and self-monitoring without medical intervention or hospitalization. Investigation included customer interview, device data review, and troubleshooting guidance. Investigation of this case revealed no device malfunction observed during the call, with glucose trending down and potential contribution from carbohydrate intake; site issues were discussed as a possibility and a site check or change was advised if glucose did not continue to decline. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with no evidence of a device malfunction and with user education provided to avoid using meal announcements for correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.